Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was unable to cool properly. The mixing pump was replaced. The circulation pump was replaced preventatively. Device passed applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 09dec2024, there was no patient involvement. Per follow up information updated from wo on 18feb2025, equipment repaired based on proper specification. Quick check was performed. Mixing pump changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 09dec2024, there was no patient involvement.